Event description:
It was reported that the ultrasound gastrovideoscope exhibited peeling of the rubber tip on the distal end of the scope. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was provided by customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: gap/leaking between probe unit and the distal end, no adhesive and cut on the pink rubber, and chipped objective lens adhesive. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.